Event description:
It was reported that the preloaded intraocular lens (iol) came in on the wrong side. The physician did not know if this was caused by him or if the lens was placed incorrectly in the cartridge. The physician flipped the lens in the eye and everything was fine, the patient is fully recovered. No medical interventions were reported. Through follow-up we learned that the surgeon used his normal side instruments. No product is available for investigation and no further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted, therefore not explanted. Section e1 - (B)(6). Device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.